Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump screen was black and white and there was a noise that occurred when the insulin pump was shaken. The blood glucose reading was 6.2 mmol/l. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
After battery installation, the pump gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to a cracked lcd controller. Unable to perform functional testing, including the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests due to the display anomaly. The pump was received with a fading serial number label, minor scratches on the display window and case.